Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited noise. An insulation anomaly was also noted. The lead was damaged during extraction and will not be returned. A portion of the lead tip broke off and remains in the patient.